Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with mentor siltex round moderate profile 275 cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
This complaint has been identified as a duplicate of manufacturer report number 1645337-2022-08059 . This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. Additional information received on july 8, 2022 indicated that the patient underwent bilateral replacements as follow: l cat#:3503001bc sn#: (B)(6), r cat#:3503001bc sn#: (B)(6), on (B)(6) 2022. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient planning to go under replacement with mentor silicone implants. The patient had previous event which will be captured in another report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 17, 2022, indicated that the procedure status was argumentation revision (she had prior mentor saline implants from primary augmentation 2006 that ruptured and were replaced 2011) patient age at the time of event was 59 years old, and ethnicity is caucasian. The patient experienced bilateral deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 25, 2022 indicated that the date of event was on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Patient previous event was reported in manufacturer report number: 1645337-2022-01235. Manufacturer¿s reference number: (B)(4).